Event description:
Defective gloves from multiple boxes starmed plus nitrile lot: l033135-2310, (B)(6). Gloves routinely come out with holes, discolored or melted plastic, tears, missing fingers. Vendor reports the manufacturer told them this is from tearing of the gloves when pulled out of box, this is clearly not the case. Gloves are missing large portions of nitrile in some cases.